Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported during a routine office visit that this pacemaker device exhibited behavior consistent with a premature battery depletion. The estimated battery longevity in (B)(6) 2020, was 12 years 5 months. The estimated battery longevity in (B)(6) 2023, is 6 months remaining. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported. New information was received that this pacemaker device was explanted, and a new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device has been returned and analysis completed.

Event description:
It was reported during a routine office visit that this pacemaker device exhibited behavior consistent with a premature battery depletion. The estimated battery longevity in january 2020, was 12 years 5 months. The estimated battery longevity in january 2023, is 6 months remaining. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted, however has not been returned. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine office visit that this pacemaker device exhibited behavior consistent with a premature battery depletion. The estimated battery longevity in january 2020, was 12 years 5 months. The estimated battery longevity in january 2023, is 6 months remaining. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported. New information was received that this pacemaker device was explanted, and a new device was implanted. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.